Event description:
I have virtuoso vr defibrillator implanted. In late 2008, I was shocked twice within 1 hr. I did call the on call nurse and she informed me since I was feeling fine and had an appt for a check-up in 48 hrs, it was ok to wait until then to have things checked. I went in 2 days later and had things checked and was informed my device was double and triple counting my heartrate and that's why I was shocked. I had a christmas vacation planned and was told I would be ok to go just to take it easy. She proceeded to speak to someone in main office and they advised her to turn it up - to allow more heartbeats per min before it shocked me- so I wouldn't have the same problem which she did. I went back after my family vacation. And she told me that the doctor wanted to schedule another surgery because it was the leads attached to my heart that were malfunctioning and they had to do the same surgery all over again and that I had just had 6 mths before the shocking episode. I was totally responsible for the bill again. I asked what the problem was and wasn't really given a valid reason except for there was some kind of malfunction. I was also told not to do any exercise or let my heartrate up to 90 because if it is malfunctioning the same time its at 90 or more I could be shocked again. So I've since walked around scared and very anxious about much moving at all of course. Dates of use: 2008 - 2009. Diagnosis: my heart has occasional "fast paces".